Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the overlay was cracked and the cursor was not responsive to the stylus. Analysis also found the stylus was missing and the plastic handle was cracked. (B)(4).

Event description:
It was reported the screen was cracked. It was also reported interactions cannot be performed between stylus and interface. It was noted the programmer was damaged in transit. The programmer was returned for repair. No patient complications have been reported asa result of this event.